Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately nine months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician's office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID 694758 implanted: (B)(6) 2002; (B)(6) 2012 product ID 4568-45 implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
No eval explain code.